Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr60d reload loaded on the device. The reload was received partially fired 1/16. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. However, the device was tested after the bulkheads contact was manually open, for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The condition of reload is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. The damage to the bulkheads contacts has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Event description:
It was reported that during laparoscopic radical resection of rectal cancer surgery, could not fire when severing rectal tissue on the second firing. The knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.